Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory but could not reproduce the reported event. The cse inspected the device and replaced the some components as a percautionary action. The unit passed extended self testing.